Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power management board (pmb) was replaced to resolve the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported that the unit displayed a message stating "vent fail, monitoring only". There was no report of patient involvement.